Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), vaginal infection ("vaginal infection"), rash ("rash"), depression ("depression"), dysgeusia ("metallic taste in mouth"), vitamin d deficiency ("vitamin d deficiency") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2015). On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, fatigue, vaginal infection, rash, depression, dysgeusia, vitamin d deficiency, weight decreased and procedural pain outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, fatigue, vaginal infection, rash, depression, dysgeusia, vitamin d deficiency, weight decreased and procedural pain to be related to essure. The reporter commented: since having the surgery, symptoms (unspecified) are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2014: hysterosalpingogram result was full occlusion of tubes. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain and abnormal heavy bleeding (interpreted as genital bleeding). She underwent bilateral salpingectomy approximately 2 years after insertion. These events are anticipated in the reference safety information for essure. Pelvic pain and genital bleeding in women may have multiple causes. In the present case, no information regarding consumer's medical history and concurrent conditions was provided. Given the nature of the reported events and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. Non-serious events were also reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal heavy bleeding") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast disorder female, gerd, umbilical hernia and irritable bowel syndrome. Concurrent conditions included migraine and goiter nodular. In 2013, the patient experienced dermatitis contact ("possible nickel rash"). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash pruritic ("intermittent pruritic rash") and allergy to metals ("possible nickel rash"). On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/fatigue"), vaginal infection ("vaginal infection/infection (bladder/ urinary tract/vaginal) type: vaginal"), rash ("rash"), depression ("depression/psychological or psychiatric problems condition: depression"), dysgeusia ("metallic taste in mouth/other injury(ies) or complication(s) please describe: metallic taste in mouth"), vitamin d deficiency ("vitamin d deficiency/vitamin d deficiency"), weight decreased ("weight loss/weigh loss specify which one") and back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy with removal of essure coils on (B)(6) 2015). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, fatigue, vaginal infection, depression, dysgeusia, vitamin d deficiency, weight decreased, vaginal haemorrhage, menorrhagia, rash pruritic, dermatitis contact and back pain was resolving and the genital haemorrhage, rash, procedural pain and allergy to metals outcome was unknown. The reporter considered allergy to metals, back pain, depression, dermatitis contact, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, procedural pain, rash, rash pruritic, vaginal haemorrhage, vaginal infection, vitamin d deficiency and weight decreased to be related to essure. The reporter commented: since having the surgery, symptoms (unspecified) are mostly resolved. Patient had scar tissue on the bowel complications from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: both fallopian tubes are occluded. Findings: normal endometrial cavity implanon in left inner arm removed intact. The right tubal ostia was then visualized and the essure device was deployed into the right tube. The proximal portion of the device was visualized and less than 3 coils were noted protruding into the uterine cavity. Similarly, the left ostia was visualized and the essure device was deployed. The proximal portion of the device was visualized with less than 3 coils noted. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 5-jun-2018: pfs received, demographic updated, event added - possible nickel rash, events onset date added, concomitant disease added- migraines, nodular goiter incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal heavy bleeding") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast disorder, gerd, umbilical hernia and irritable bowel syndrome. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash pruritic ("intermittent pruritic rash") and allergy to metals ("possible nickel rash"). On (B)(6) 2015, 1 year 8 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/fatigue"), vaginal infection ("vaginal infection/infection (bladder/ urinary tract/vaginal) type: vaginal"), rash ("rash"), depression ("depression/psychological or psychiatric problems condition: depression"), dysgeusia ("metallic taste in mouth/other injury(ies) or complication(s) please describe: metallic taste in mouth"), vitamin d deficiency ("vitamin d deficiency/vitamin d deficiency"), weight decreased ("weight loss/weigh loss specify which one") and back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy with removal of essure coils on (B)(6) 2015. Essure was removed on (B)(6) 2015 at the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, fatigue, vaginal infection, depression, dysgeusia, vitamin d deficiency, weight decreased, vaginal haemorrhage, menorrhagia, rash pruritic, allergy to metals and back pain was resolving and the genital haemorrhage, rash and procedural pain outcome was unknown. The reporter considered allergy to metals, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, procedural pain, rash, rash pruritic, vaginal haemorrhage, vaginal infection, vitamin d deficiency and weight decreased to be related to essure. The reporter commented: since having the surgery, symptoms (unspecified) are mostly resolved. Patient had scar tissue on the bowel complications from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014 full occlusion of tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: events per pfs: abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: intermittent pruritic rash. Possible nickel rash, back pain were added incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-mar-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain and abnormal heavy bleeding (interpreted as genital bleeding). She underwent bilateral salpingectomy approximately 2 years after insertion. These events are anticipated in the reference safety information for essure. Pelvic pain and genital bleeding in women may have multiple causes. In the present case, no information regarding consumer's medical history and concurrent conditions was provided. Given the nature of the reported events and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. Non-serious events were also reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.